Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, there was no label on the outside of two (2) boxes. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #:367338. Lot/batch #: 3303698. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing labels were observed. Additionally, two (2) retention samples from bd inventory were evaluated by visual examination and the issue of missing labels were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing labels. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, there was no label on the outside of two (2) boxes. No patient impact reported.